Event description:
Customer stated they purchased new device because 15~y were getting high results with the other device. The customer is still getting high results. They state they received a result of 340mg/dl and took 20 units extra insulin before dinner. One and a half hours after taking medication had no balance and was running into things. The customer left the restaurant and went into convulsions on the sidewalk. The customer was taken to the hosp by family members. At the hosp their blood glucose was 53mg/dl on their device the result was 227mg/dl. The customer was given glucose sugar tablet. No controls were in use and the customer stores glucose strips out side of original vial.